Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: h6. Correction on fields: e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation, it could not be definitively determined what the foreign material was remained in the device. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: instructions for use states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, flex video scope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the air/water tube and air/ water cylinder has foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to wear of forceps elevator lever, up/down knob cannot be locked securely, switch 1 has a cut, due to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet the standard value and due to dirt on objective lens, the image has a stain. In addition, due to clogging of nozzle, no air is fed, due to clogging of nozzle, water supply volume does not meet the standard value. Finally, objective lens has a scratch, adhesive on bending section cover has wear, and connecting tube has a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.